Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation showed that the left ventricular (lv) lead exhibited high out-of-range pacing impedance. Reprogramming was performed. There were no patient consequences.